Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during an anterior, posterior repair with graft procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon pulling the capio slim device back, the dart detached from the suture. Reportedly, during inspection of the device, it did not look like the bullet was retained in the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.